Manufacturer narrative:
Approximate age of device ¿ 3 years and 10 months. (B)(4). The patient and device codes in section f10 were provided by the manufacturer. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
A user facility report was received which stated: event desc: patient with heartmate ii therapy x 46 months presents with first time gi bleeding with ventricular assist therapy. Patient required 8 units blood. Negative gi workup. What was the original intended procedure: heartmate ii lvad implanted 46 months prior to this event. Other pertinent info: coumadin was resumed prior to discharge from hospital with this event. Other therapies in use on patient: drugs. Other therapies: anticoagulation.

Manufacturer narrative:
The patient remained ongoing on vad support until they underwent a transplant on (B)(6) 2016. The explanted pump was returned and evaluated under medwatch MFR. Report #2916596-2016-02404 and is provided below. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided.the manufacturer is closing the file on this event. Upon disassembly of the returned pump, examination of the rotor inlet revealed thrombus formations surrounding the bearing cup within the distal side of the inlet stator, as well as the rotor¿s bearing ball. These thrombi appeared to have developed as one formation that was pulled apart as a result of the pump disassembly process. The laminated structure of these thrombi and their areas of denaturation indicate that they likely formed over an undetermined period of time while the pump was supporting the patient. Although a root cause for the development of these thrombi could not conclusively be determined through this evaluation, they could have contributed to the patient¿s elevated lactate dehydrogenase level, as well as the increase in pump power observed in the submitted system controller log file. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended.